Event description:
The facility reported an infusion pump with a condition of depleted batteries. The failure was reported to have occurred during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event and no pt injury had veen reported. Although baxter attempted to obtain info, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming. No additional info available.